Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occured.